Manufacturer narrative:
The initial reported event of [brief event description] was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks. The right ventricular lead had high impedance, noise and a possible fracture. It was also reported that the lead was also oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.